Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tubes/ migration of the essure device to the abdominal or pelvic cavity') and perforation ('or perforation of other organs') in an adult female patient who had essure (batch no. 927080, 945066) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression and stress had not resolved and the uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number:927080 manufacture date: 2011-12 expiration date: 2014-12. Lot number:945066 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-dec-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("perforation of fallopian tubes/migration of the essure device to the abdominal or pelvic cavity"), perforation ("or perforation of other organs") and breech presentation ("presentation: frank breech") in an adult female patient who had essure inserted (lot no. 927080, 945066) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of hypothyroidism and gestational diabetes mellitus. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), breech presentation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), stress ("psychological stress") and gestational diabetes ("gestational diabetes"). The patient was treated with surgery (bilateral salpingectomy and c section). At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression and stress had not resolved. The outcomes for uterine perforation, fallopian tube perforation, perforation, breech presentation, pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and gestational diabetes were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The apgar score was 9, 9 (at 1 and 5 minutes). The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, breech presentation, depression, fallopian tube perforation, fatigue, genital haemorrhage, gestational diabetes, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: patient had uncomplicated pregnancy with ivf after essure placement except for gestational diabetes. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2019: there care 2 essure coils on the left and one on the right with position as demonstrated. [Hysterosalpingogram] on (B)(6) 2012: the patient has essure implants. The uterine cavity opacifies. There is filling to the cornua bilaterally. The essure implants appear in good position and there is no free intraperitoneal spillage consistent with tubal occlusion. [Ultrasound scan] on (B)(6) 2016: gestational age: 39 weeks, 1 day. Number of fetus: singleton. Presentation: frank breech. Placenta: anterior, not low. Amniotic fluid volume: normal, deepest pocket 3.94 cm. Biometry: bpd - 93 mm (37 weeks 5 days); hc - 341 mm (39 weeks 3 days); ac - 338 mm (37 weeks 6 days; fl - 72 mm (37 weeks 0 days). The estimated fetal weight is 3288 g which places this fetus on the 60th percentile for the gestational age. Report: a live intrauterine singleton fetus is present. The heart rate is 125 bpm. Impression: live singleton fetus in frank breech presentation normal fetal growth unsuccessful ec. Lot number: 927080. Manufacture date: 2011-12. Expiration date: 2014-12. Lot number: 945066. Manufacture date: 2012-01. Expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Event gestational diabetes & breech presentation was added. Medical history, reporter information essure removal details updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tubes/ migration of the essure device to the abdominal or pelvic cavity') and perforation ('or perforation of other organs') in an adult female patient who had essure (batch no. 927080, 945066) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression and stress had not resolved and the uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.